Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and low battery issues on the insulin pump. Customer's blood glucose level was 485 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump and manual injection. Customer advised their insulin pump battery died which resulted in high blood glucose levels. It was unknown whether the customer was using automode. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.